Event description:
The patient was found expired with leads secured to the patient but no audible or visual alarms were activated. The nurse checked for lead placement and was certain the leads were securely attached but that the alarms did not sound until she tapped on the heart monitor.